Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 425mg/dl and the pump alarmed no delivery. Customer treated with a bolus. The customer was advised to prime the device and insulin exited the tubing. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised to monitor the pump and to call back if any further issues. No further high blood troubleshooting was performed.